Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: did any piece of the cartridge break off? Yes. If yes, did it fall into the patient? No. If yes, was it retrieved? Na. If yes, is it returning with the device? Unknown. Or, was the piece discarded? Unknown. If retrieval of pieces occurred did it alter the procedure in any way? No.

Event description:
It was reported that the device could not fire. During the laparoscopic radical resection of rectal cancer, could not fire with ecr60b when severing the rectum. It was difficult to open the jaw, tried many times, finally opened the jaw, found the cartridge was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: n57m2v. Investigation summary: the analysis results showed that one ecr60b reload was received with the one piece sled detached and unfired making it nonfunctional. No functional test was performed due the condition of the cartridge. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.